Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2013. During the procedure, the tibial locking bar would not seat causing the tibial insert to rise off the baseplate. As a result, a new tibial insert and locking bar were utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation of returned device found implant to be out of design specifications. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.